Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with vf episode and withholding device therapy. Emergency defibrillation was provided. Review of session records showed appropriate sensing. Programming changes were made. Patient will be monitored.

Manufacturer narrative:
The reported undersensing and output anomaly were not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported undersensing and output anomaly could not be determined.